Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Review of sterilization certification indicates devices were sterilized in accordance with biomet procedures. The device is in a clinical study and not available for evaluation. (B)(4).

Event description:
Patient underwent partial knee arthroplasty on (B)(6), 2007, as part of a clinical study. Subsequently, patient was revised on (B)(6), 2008, due to infection. The femoral, tibial tray, and bearing were all replaced.